Event description:
It was reported that during a non-calcified, moderately tortuous, left anterior descending artery stenting procedure, a nc trek balloon dilatation catheter (bdc) was advanced to routinely post-dilate a xience xpedition stent. When the non-abbott inflation device was inflated, the balloon would not inflate at all. The bdc was removed and the same non-abbott inflation device was used successfully with a new nc trek bdc to complete the procedure. There were no issues reported with the preparation of the device. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the inner member was separated in the middle of the proximal balloon marker, but the shaft was still in one piece. The difficulty to inflate the balloon was able to be confirmed. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that although there was no resistance reported with the sheath removal, the possible cause for the failure mode could have been with difficulty in removing the balloons protective sheath. The data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place monitor the effectiveness of the implemented corrective and preventative actions.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.